Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that glistenings have been observed on intraocular lenses (iol) following implant procedures, additional information was received from the surgeon indicating there was one specific patient that prompted the report. The surgeon indicated there were mild glistenings noted on the implanted lens, but no ssng glistenings observed. The patient is asymptomatic and is happy with her vision despite the 2d of uncorrected astigmatism that she does not want to wear glasses for. Mild posterior capsule opacity (pco) has also been observed. No treatment is being considered at this time.